Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4); the full lead was returned, analyzed and there was a connector problem as there was intermittency between the connector pin/cap. It was also noted that the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.

Event description:
The lead was returned to the manufacturer due to high impedance, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.